Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white encapsulation, broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp broken on posterior assessed as a surgical impact opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported intracapsular rupture, diagnosed by MRI. Right side. Device explanted.